Event description:
It was reported in the patient operative reports that the patient underwent surgery on (B)(6) 2008 for posterior spinal fusion from t4-s1 and bilateral iliac fixation with posterior pedicle screw/rod fixation, bmp, resorbable ceramic granules, morselized allograft, and local bone; l2 extended pedicle subtraction osteotomy for deformity correction; and anterior fusion at l1-3 with peek cage, bmp, and local bone. Pre-op diagnosis was remote t12 and l2 fractures with subsequent fixed thoracolumbar kyphoscoliosis. On (B)(6) 2009, the patient underwent a second procedure for recurrent low back pain and l3-4 rod fracture bilateral with loss of coronal and sagittal plane balance. Procedure was for revision of the rods and posterior instrumentation at t4-s1; re-do of posterior arthrodesis t4-s1 with bmp, resorbable ceramic granules, and cancellous chips; and tlif at left l2-3 and l3-4 with peek cage and bmp. Reportedly, there was a maturing posterolateral fusion at t4-s1, but no definitive solid fusion at multiple levels. The patient was a smoker and the surgeon recommended the patient discontinue smoking in an effort to allow the fusion to occur.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of initial films shows fusion construct t3-s1 with pedicle screws and extension to iliac crest. Acdf present mid-cervical. Previous fracture noted at t12 and l2. Alif was done at l3/4, l4/5, and l5/s1. Unable to determine cause of the event.